Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis event. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler. There is a possible causal relationship between this peritonitis event and a damaged cassette used that caused a leak during pd therapy. The leak was previously reported in MFR report number 8030665-2018-00527. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized and subsequently diagnosed with peritonitis. A pd effluent culture effluent culture was positive for pseudomonas (unspecified species). Treated with 1g intraperitoneal (ip) ceftazidime (strength, frequency and duration unknown). The patient was transitioned to hemodialysis (hd) during hospitalization. After 14 days, the patient was discharged from the hospital and was scheduled to transition back to pd therapy. Additional information was requested but was unavailable.